Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery the stripper cut the tendo too soon. No further information was provided. Update avoe 15-oct-2024: it was further reported that the error occurred during an anterior cruciate ligament (acl) ligamentoplasty type 3+2 (didt with external return). The surgery was finished successfully by switching the surgical technique, because the surgeon couldn't do the external return as the graft was too short. It was not necessary to do a second surgery.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion.